Manufacturer narrative:
In the initial MDR report, the product details were captured as cs100; however, it has since been upgraded from cs100 to cs300. Updated fields: b4, b5, g3, g6, h2, h11.

Event description:
It was reported by the customer during routine check the cs100 upgraded to cs300 intra-aortic balloon pump (iabp) ECG plug is not working. No patient involvement reported. Fse could not replicate the issue.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) ECG plug is not working. No patient involvement reported. Fse could not replicate the issue.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.